Event description:
Would not fire. It was reported that during the surgery, could not fire when severing rectal tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch # 680c29. Investigation summary ==> visual analysis of the returned sample determined that one gst60b reload was received for analysis. The reload was received partially fired 1/16 with the reload pan bent and partially dislodged from the left proximal side and with the one-piece sled damaged. Upon evaluation of the reload, the reload deck was damaged however the damaged noted was mpt consistent with the damaged one-piece sled. As it does not correlate to the same damaged zone. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number 680c29, and no non-conformances were identified. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.